Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, fluoroscopy check was performed and crown overlap appeared to be less than node 4; however, imaging was not clear. Pre-implant dilatation was performed, and the delivery catheter system (dcs) was advanced. Subsequently, there was difficulty advancing the dcs through the femoral artery, causing significant strain on the delivery system. During deployment, an infold up to node 6 was observed when the valve was 80% released. The system was withdrawn and a new valve and dcs were used to complete the procedure. The valve was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0012174638); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three static images and three media files were provided for review. The patient¿s executive summary was provided for anatomical review. The patient appeared to have a significantly calcified possible bicuspid aortic valve with an annulus perimeter that measured 82.9mm with a perimeter derived diameter of 26.4mm suggesting a 34mm valve. The computed tomography (CT) measurements showed a right common iliac artery with minimum diameters, 5mm and significantly calcified. As stated in the instructions for use (IFU), patients must present with transarterial access vessels with diameters that are =5.0 mm. In this case, right transfemoral access was prohibited. It is known that transfemoral access was used but it was not conveyed if the left access was selected. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to at least node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the IFU, if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the misload was not identified and was used for the procedure. It was reported that a pre-implant balloon dilation was performed. Difficulty advancing the delivery catheter system (dcs) through the femoral artery was reported, but it is not possible to validate which access was used thus what caused the difficulty encountered. During the implantation attempt, an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. Evidence suggests that the infolded valve was not released, a new valve was prepped and confirmed a good load. The new valve was successfully implanted without any signs of infolding. Updated: b5, e1, e2, e3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, fluoroscopy check was performed and crown overlap appeared to be less than node 4; however, imaging was not clear. Pre-implant dilatation was performed, and the delivery catheter system (dcs) was advanced. Subsequently, there was difficulty advancing the dcs through the femoral artery, causing significant strain on the delivery system. During deployment, an infold up to node 6 was observed when the valve was 80% released. The system was withdrawn and a new valve and dcs were used to complete the procedure. The valve was successfully implanted. No patient complications have been reported as a result of this event. Additional information was received that a procedural delay occurred as a result of the infold due to the time it took to load the new valve. Per the physician, the patient's aortic calcification and tortuous anatomy contributed to the infold.